Event description:
Additional information was received from a manufacturing representative (rep). They reported that they could not fully remove the lead fragments that occurred during the (B)(6) 2024 surgery (device removal or device replacement). When asked if the issue has been resolved, the rep answered "no, no further action is determined by the urologist". The device had not been returned to the lab for analysis. When asked, if it will be returned and who had possession of the device, the patient reported that they would not be returned.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# serial# unknown implanted: (B)(6) 2024 explanted: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that patient was scheduled for a future surgery on (B)(6) 2024. Indication for use was incontinence.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# serial# unknown implanted: explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: model, serial/lot #: , ubd: unknown , UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient had a basic trial starting on april 25th and the patient got irritated with the trial and pulled or cut the leads. Both of the leads broke or were cut so there is something remaining in the patient. Reviewed need to remove all product if possible. Caller will review with hcp.